Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, a specific bg value was unable to be provided. Tandem technical support attempted to gather more information regarding the issue, but the customer declined to discuss the issue any further.